Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level reached 511 mg/dl. The elevated bg was addressed by a correction bolus via the pump and correction injection via manual insulin therapy. Customer did not require assistance from any third party, and resolved issue by changing infusion set and cartridge and then resuming insulin.